Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident, previously added injury nos was replaced with new events- pelvic pain, abdominal pain ,dysmenorrhea, device monitoring procedure not performed were added. Lawyer was added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.